Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the balloon catheter was returned, analyzed and the mechanical operation of the balloon catheter was occluded. The analyst noted the distal end of the balloon and valve appear to have dried contrast visible on it. It was noted that the balloon does not inflate due to the dried contrast in the balloon itself.

Event description:
The balloon catheter was returned to the manufacturer after being removed due to inflation difficulty. The catheter subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.